Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no anomaly relating to the reported event. A review revealed no other product experience report was received for this lot. Based on the information reviewed, there is no indication of a product deficiency. The device is manufactured by (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial medwatch report, a user facility medwatch was received on 30-june-2015. There was no additional information provided.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) right coronary artery (rca). A non-abbott catheter met resistance during positioning on the confianza pro 12 guide wire, and the guide wire tip separated. After the proximal end of the guide wire was removed, attempts to snare the distal end of the guide wire were unsuccessful; therefore, a stent implant was deployed to embed the separated guide wire tip against the vessel wall. A new confianza pro 12 guide wire was used to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.